Event description:
It was reported that the device was removed due to elelctive replacement indicator (eri) after 1 year. The device only shocked twice; first for the induction test and again in 2008. No anomalies were detected in at about 7 month later during a followup visit. There was no inappropriate charges observed.

Manufacturer narrative:
The device was received in backup vvi mode. The backup vvi was due to battery delpetion. The battery voltage measured 1.452v. The device was tested in the automated test system. No anomalies were detected. The device met all specifications. The device was tested in a temperature cycle for a week. The device current was normal. The ram map was reviewed. The battery was destructively analyzed by the supplier. No anomaly was found. Analysis of the premature battery depletion was inconclusive.